Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-apr-15. It was reported that the original catheter was still in place. They removed the connector to the pump as it had a leak and replaced with another connector.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10933r69, implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 02-oct-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 1 mg/ml dilaudid at 0.4 mg/day via an implantable pump for non-malignant pain. It was reported that the hcp performed a dye study and when he aspirated the catheter, a reddish tint to the cerebrospinal fluid (csf) was noted. It was clear, but had a pinkish/reddish tint to it. It was asked where the discoloration was coming from. Since the patient's pump replacement last july, the patient had been having seromas or fluid around the pump. No other symptoms were noted. No further issues were reported or anticipated.

Manufacturer narrative:
Product ID: 8709, lot# j10933r69, implanted: (B)(6) 2001, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The cause of the discolored fluid was not determined. No actions or interventions were taken to resolve the issue and the issue was not resolved. It was noted there was no device or therapy issue regarding the seroma in the pump pocket. No further issues were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10933r69, implanted: (B)(6) 2001, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated via a device manufacturer representative indicated that the catheter was discarded. No further information was provided.